Event description:
Wayne pneumothorax tray utilized for pigtail catheter placement. Obturator unintentionally left in place at conclusion of procedure. Catheter effectively draining large pleural effusion followed by placement to water seal before urfo identified and removed w/o complication ~16 hours later. Recommendation: product design and/or packaging could be improved to better differentiate the obturator as an item to be removed. Identified issues include: catheter hub and obturator are both gray ¿ making the obturator a more obvious color would improve safety; obturator has a white luer-lock compatible cap enabling connection of tubing even in the setting of obturator retention; and lack of a tag on the obturator directing removal.